Manufacturer narrative:
The other screw reported in this event was 6.5 cancellous bone screw 20mm, catalog # 2030-6520-1, lot # unk. It was not specified which screw was associated with the reported event. When the investigation is completed the results will be provided on a supplemental report.

Event description:
It was reported that, "during the revision surgery, when the surgeon was removing the screw, he noticed some metal fragments on the screw."